Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated. To restore functionality, the detector panel for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: bi71000638r, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that there was an artifact on the image. The site experienced the same issue in a different complaint. They used the system on monday and it was fine until today. The manufacturer representative was able to work with the health care professional to still get the anatomy they needed in the spin. There was less than an hour delay in the case. No impact on patient outcome. Additional information was received. It was reported that the artifact was on the lower portion of the image acquisition and did not affect the anatomy being operated on as the facility could view l3-l5 and enough of s1 to operate. It was noted no image acquisitions were unused and post-operative testing suspected that the detector caused the reported issue.